Event description:
It was reported that device diagnostics resulted in high impedance (5,682 ohms). It was reported that the patient had recently ungone generator replacement surgery and that the lead impedance prior to and after generator replacement was within normal limits. It was reported that there was no patient manipulation or trauma that could have caused or contributed to the high impedance reading. The physician did not program the generator off as recommended because he felt like the patient was still received benefit. It was reported that there are no plans for x-rays at this time. It was reported that device disablement will be discussed with the physician and then they will decide what to do next. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.